Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 june 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr), rotated heart and anulus calcification for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip was observed to be tilted and partially detached from posterior leaflet. Posterior leaflet was observed to be ruptured. Additional mitraclip was deployed for stabilization of first clip. The mr remained unchanged post procedure. There was no clinically significant delay reported.